Event description:
It was reported the filter stuck 1" past the hub. The delivery system was removed and another device was used successfully. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample, as received one g2 femoral deliver system: storage tube and y-body connected, with the pusherwire inserted through, and one dilator, in a bag for sterilization. There was no filter and no introducer sheath returned. There was no original packaging or labels returned to verify the reported item number and lot number info. The ID of the storage tube at the very distal end, exhibited some scratch marks that imply that the filter may have been stopped and twisted. The dilator that was returned appeared clean, intact and undamaged. All measurements taken were within specifications. The result of the investigation was inconclusive for failure to deploy as the filter and sheath were not returned for evaluation, root cause unk. It is unk if procedural issues contributed to this event as the tracks on the distal ID of the storage tube indicate use contrary to that stated in the IFU (see below). Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.